Manufacturer narrative:
H6: updated codes for type of investigation, investigation findings, and investigation conclusions. H11: updated based on the results of the investigation. Investigation summary: the device was returned for evaluation. Pump stop - following uneventful implant procedure, pump stop occurred while the registered nurse (rn) was investigating purge issues. Data logs recovered did not show a pump stop. The returned pump had biomaterial wrapped around the impellor blades. The pump was unable to be started during investigation due to the biomaterial. Biomaterial could not be fully removed from the purge gap to allow for pump start. The cause of the pump stop was biomaterial build-up. Saturated flow - during purge flow investigation by the rn, saturated flows occurred. Recovered data logs did not show saturated flows, and not all data logs were recovered. The returned pump had biomaterial wrapped around the impellor blades. The pump was unable to be started during investigation due to the biomaterial. The cause of the saturated flow was not determined as the data logs showed no saturated flow in the field. Purge blocked - following uneventful impella implant, purge system blocked alarms occurred. Data log review showing a gradual build up of purge pressure with decreasing purge flows. The cause of the purge system blocked was biomaterial build up. Device history review: pump passed all post sterile inspection checks.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The impella cp had purge system blocked alarm. Troubleshooting was done but unsuccessful. The impella started exhibiting signs of pump saturation and increased motor current. Shortly after, pump briefly stopped and was not able to restart. A new impella cp was placed. No patient harm was reported due to the issue.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a [supplemental/final] report will be filed. The IFU states: impella cp with smartassist. Section: using the automated impella controller with the impella catheter. ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smartassist system catheter. ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿